Event description:
It was reported that the device broke during explant. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The field complaint of material integrity problem was confirmed. The device was received from the field with battery voltage at elective replacement level. Visual inspection found the header broken off from device can, which is consistent with damage from explant procedure. Further analysis performed indicated normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.